Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported, that the pump did not save the entered basal rate. The evening before the event, the customer entered a new basal rate and the next day, another basal rate that the customer had never used / entered before, was running.